Event description:
It was reported that, while using the venous blood syringe, the user put the cap on and pushed up to expel air into the cap, and the cap flew off, exploding all over. Per reporter, the product exploded, spraying blood around and on to the nurse's face. The lab required redraw. No patient harm/adverse event was reported.

Manufacturer narrative:
No investigation or root cause analysis could be conducted as no sample was returned for evaluation. A lot history review was performed and no discrepancies or abnormalities were identified relevant to the complaint.